Event description:
It was reported that there was a slightly curved bulge at the distal tip of the lead. A new lead was opened and the patient was fine, with no injury.

Manufacturer narrative:
Analysis of the lead model 3389-28, lot va00rxd found the distal end of the lead was slightly bent at the #0 electrode. No bulge was observed on the tip. There were scratches on the #0 and #1 electrodes.

Manufacturer narrative:
(B)(4).